Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the magnet was missing from the lid of the device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device to resolve the issue. Stryker evaluated the customer's device and observed the reported issue. The cause of the reported issue was determined to be the lid assembly. This device was archived by stryker.